Event description:
The user facility reported that the catheter tip "was not traversable." No pt injury was reported.

Manufacturer narrative:
The returned catheter features reddish spots that look like blood spots. The device is patent and open at both tips. The catheter markings show that around 50 mm of catheter are missing from its proximal part, the part that features the drainage holes. Visual inspection shows a clear cut of the catheter, not a tear. The catheter normally features a closed tip (to allow placement with the guidewire) and drainage holes until around 48 mm from the tip. The returned catheter examination does not verify the complaint. The device history records were reviewed and did not reveal any anomaly. The lumbar catheter accessory kit lot# 136707 manufactured in december 2005 was manufactured using two catheter batches, totaling 354 catheters, included in both lcak batches. The lumbar catheter is extruded in integra neurosciences implants facility. Dimensional, visual and physical tests (strength tests/elongation) are performed on each manufacturing campaign (i.e. Manufacturing period without interruption and without raw material change). Visual inspections (naked eye and under magnification) are performed on each catheter during final release. A review of integra complaints database since january 2003 shows that no similar complaint was received for lcak sold alone or in kits. No further investigation nor corrective action is therefore deemed required.